Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. In particular, the device stylet disassembled and the fixation screw could not be deployed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusions: device history records and statements of the physician confirm a malfunction associated with the easyturn stylet disassembly. The subject lead did not benefit from the corrective actions taken to correct this deficiency. The lead in this case was determined to properly conform to all established specifications including the functionality of the screw mechanism. As described by the physician, the dysfunction of the screw mechanism was determined to have been caused by the damages sustained to the body of the returned stylet. The aforementioned stylet kit also did not likely benefit from the corrective actions taken to avoid easyturn stylet disassembly during use.